Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular (rv) lead was dislodged. Lead dislodgement was confirmed through chest x-ray. The lead was explanted and replaced. There were no patient consequences.